Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 21, 2014 - october 22, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.31 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.